Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped the stent damaged with struts at the proximal end distorted and lifted distally from the stent profile. Struts at the distal edge are slightly flared. The balloon cones were reviewed and no issues. A snap gauge was used to measure the outer diameter (od) of the undamaged part which the reading is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. However solidified media resembling blood was noted inside the lumen and balloon chamber. The delivery catheter was connected to an encore inflation device and an attempt was made to apply positive pressure to the balloon chamber; however the device leaked at the midshaft location where a break was noted. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination of the midshaft section found the midshaft broken at 27 mm distal from the hypotube to the midshaft bond. Slight damage was also noted at the port bond area. The damage most likely occurred due to excessive tensile force being applied to the delivery system. A 0.014¿ guidewire could be inserted through the device with no issues or restriction. The complaint report mentioned that the balloon could not be inflated. Therefore an attempt was made to inflate the device during analysis, however the inflation fluid leaked through the midshaft break. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 13-dec-2016. It was reported that crossing difficulties were encountered, shaft kink and balloon inflation failure occurred. The target lesion was located in a coronary artery. A 2.50 x 16 mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and further predilatation was performed. The device was re-advanced and it successfully crossed the lesion. However, during the procedure, the balloon of the device failed to inflate. Upon inspection of the device, a kinked was noted on the stent delivery system. No patient complications were reported. However, returned device analysis revealed stent damage, shaft polymer extrusion leak and break.